Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that he got no delivery then went to prime and got a compromised force sensor system alarm. Customer stated the insulin squirting out during manual prime process. Customer's blood glucose was 211 mg/dl. Troubleshooting was done. Customer stated not sure if the insulin pump was dropped or bumped. Advised customer that insulin pump would be replaced. No further information provided.